Event description:
It was reported that " 2 cases where they had trouble inserting the peel away sheath from the PICC packs and had to use a spare one from a different kit instead. The sheath looked slightly kinked and had initial trouble locking. Associated complaints 3006425876-2024-00240 and 3006425876-2024-00239 patient cases were continued using the spare peel away sheaths so no injury to patient or delay to treatment,

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " 2 cases where they had trouble inserting the peel away sheath from the PICC packs and had to use a spare one from a different kit instead. The sheath looked slightly kinked and had initial trouble locking. Associated complaints 3006425876-2024-00240. Patient cases were continued using the spare peel away sheaths so no injury to patient or delay to treatment,

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.